Manufacturer narrative:
(B)(4).damaged cable. Visual and functional examination found that the cable was damaged at the amphenol connector proximity.

Event description:
It was reported that the device was giving an error on the generator. There was no pt consequence. Unknown how the case was completed.